Event description:
A trilogy evo was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed a significant event log test step. A ventilator inoperative alarm indicating a pressure sensor failure was observed. Service required alarm conditions indicating the outlet pressure sensor and monitor pressure sensor railed were also observed. The system board was replaced to address these issues. The device was tested and passed all final testing.

Manufacturer narrative:
The reported failure of a pressure sensor ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: the device mentioned in this complaint has exceeded its useful life per the applicable IFU